Event description:
Boston scientific received information that this right ventricular (rv) lead and competitor device displayed high shocking lead impedance measurement greater than 125 ohms. The patient was checked in the clinic and the shocking lead impedance measurements were stable and close to the upper limit. The general trend of shocking lead impedance measurements was high. The patient will be continuously monitored. This rv lead and competitor device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). All available information indicates that the lead remains in service. There is no additional information available. If additional information becomes available this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the returned lead segment was performed. The lead was severed and only the is-1 portion was returned for a total length of 40 millimeters (mm). Testing was completed to assess lead electrical performance. Measurements were within normal limits. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of the returned segment.

Event description:
Approximately four years later a segment of this lead was returned from another manufacturer for analysis. No additional information was provided.